Event description:
The company rec'd a report where it was claimed that the cuff would not inflate. The caller reported this was discovered after 20 mins of pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4) is not distributed in the us; however, these is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.